Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Adept claim letter record received. Awaiting for english translation. Once available this complaint will be updated accordingly. Doi: (B)(6) 2008; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Updated 02 november 2020 re-open. The complaint was re-opened upon receiving further correspondence. The information received did not change the original investigation report. Updated 04 november 2020 re-open. The complaint was re-opened upon receiving the product details. A review of the cup product, code 172485, lot 81153 manufacturing records was completed by the manufacturing site, with notification received that: product code 172485, work order 81153 was manufactured on the 10 december 2007. 20 parts were started and 1 was scrap, leaving 19 manufactured per specification and all raw material met specification. Expiry date: november 2012. IFU number: pi-400-442. There was 1 part scrapped with work order 81153. There were no deviations found to be associated with work order 81153. H10 additional narrative: added: d4 (lot #).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Appendix c alleges metal wear. This claim is now litigated. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Initial reporter occupation: lawyer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes). Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.